Event description:
A report was received that a pt's lead was exhibiting high impedances resulting in loss of stimulation. The physician explanted the lead and re-implanted the pt with a new lead. The pt is reportedly doing well.